Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo pen needle breaks when unscrewing. The following information was provided by the initial reporter, translated from german to english: since the beginning of the year, she has noticed that the needle breaks off when it is screwed on through the rubber stopper. At first, she thought it was her fault, but lately it has become more frequent, even though she explicitly makes sure that she puts the pen needle on the pen correctly.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd autoshield¿ duo pen needle breaks when unscrewing. The following information was provided by the initial reporter, translated from german to english: since the beginning of the year, she has noticed that the needle breaks off when it is screwed on through the rubber stopper. At first, she thought it was her fault, but lately it has become more frequent, even though she explicitly makes sure that she puts the pen needle on the pen correctly.